Event description:
It was reported that the 8x60x750 sentinol biliary stent delivery catheter was not intact. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed that the tuohy was in the closed position. The stent was in the lumen in the as-manufactured position. The exterior shaft was buckled 27cm - 28cm and 29cm from hub. There was no evidence of any product quality deficiencies related to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the 8x60x750 sentinol¿ biliary stent delivery catheter was not intact. No patient complications were reported.